Manufacturer narrative:
The customer stated that he does not wash his hands every time prior to testing. As per the contour next one user guide, "always wash your hands with soap and water and dry them well before and after testing or handling the meter, lancing device, or test strips." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 100 mg/dl at 1:11 p.m., 89 mg/dl at 2:41 p.m. And 126 mg/dl at 2:52 p.m. On the contour next one meter. He compared these readings to the contour next link 2.4 meter and obtained readings of 51 mg/dl at 1:03 p.m., 54 mg/dl at 2:41 a.m. And 53 mg/dl at 2:46 p.m. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, in-house contour next one meter and contour next link 2.4 meter were tested with the in-house contour next test strips from lot # 9apeg01a, which gave a satisfactory performance.